Event description:
Sorin group (B)(4) received a report that the user noticed an impurity in the csc14 cardioplegia device just after priming. The unit was replaced prior to any patient involvement.

Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the csc14 blood cardioplegia system. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the user noticed an impurity in the csc14 cardioplegia device just after priming. The unit was replaced prior to any patient involvement. It was also reported that there was not a filter in line between the device and the patient. This medwatch is being filed as a result of this information. The investigation is ongoing. A follow-up report will be filed when the investigation is complete.